Event description:
Device malfunction: difficult to deploy. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted an arteriotomy closure. The physician was unable to complete the thumb advancer stroke; the sheath bunched up under the sheath splitter. The procedure was aborted. There were no adverse pt effects and hemostasis was achieved by manual compression. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.